Event description:
It was reported that a catheter issue occurred. The chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery and circumflex artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when removing the ivus catheter from the vessel, it snagged a non-boston scientific guidewire and completely stretched it out. The physician had to remove both the ivus catheter and the guidewire, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope was kinked. Microscope inspection showed that the guidewire exit port was torn and the tip marker band was pinched. A functional test with the guidewire cannot be performed due to the devices condition.

Event description:
It was reported that a catheter issue occurred. The chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery and circumflex artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when removing the ivus catheter from the vessel, it snagged a non-boston scientific guidewire and completely stretched it out. The physician had to remove both the ivus catheter and the guidewire, and the procedure was completed with another of the same device. No patient complications were reported.